Manufacturer narrative:
(B)(4).

Event description:
The customer reported that picix app reboots on patient admit. Admitting the patient at the hardwired bedside also causes the picix to reboot so the workaround does not work. There was no patient incident.